Event description:
Revision surgery required. It was reported by patient's representative that patient allegedly "had two knee replacement surgeries possibly involving cement, and each was allegedly revised, one in 2004 and the other in 2005."

Manufacturer narrative:
As part of a quality system improvement plan (B) (4) conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to (B) (4) from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 2 events associated with this event type (revision surgery required) and product code lod.